Event description:
It was reported that the patient required a revision surgery due to a deep infection of the left knee. The polyethylene liner was exchanged.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based on medical documentation, the recurrent/persistent left knee joint infection/mrsa most likely resulted from the reported hematogenous spread secondary to chronic skin lesions and was the root cause of the revisions (B)(4) and associated complications. An additional surgical procedure/debridement with additional IV antibiotics for a second isolated organism was required as a direct result of a traumatic fall with subsequent wound dehiscence just weeks s/p the 2nd (2-stage) revision. The 3rd (2-stage) revision was due to the reported pain secondary to lateral displacement/migration/loosening of the proximal stem in the mid to distal femur in the presence of (3/5) positive cultures for mssa. The patient impact beyond the reported ongoing pain, multiple surgical interventions and required antibiotic therapies secondary to persistent/chronic knee joint infections and a traumatic injury cannot be determined, as the 3rd (2-stage) revision indicated mssa positive cultures. No further medical assessment can be rendered at this time. This complaint will be re-evaluated if more information becomes available. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.